Event description:
Info was received that reported a pt was hospitalized in 2009, due to hyperglycemia. The reporter stated the pt's pump is not working. She reported that prior to the hospitalization, her son's blood glucose was elevated. He was admitted and was treated with IV insulin and fluids. The device will be returned for eval, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon visual examination, the pump was found to have physical damage. The device was found to have 1/2 inch chip of material that had been broken away and numerous cracks. This damage did result in the device's inability to operate properly. The device would go into an alarm condition to alert the user of an issue. We were unable to determine when or how the device became damaged.